Event description:
It was reported that the lead packaging was damaged prior to the operation, and the nurse decided not to use because of concerns over sterility. The patient was going to be implanted for a trial. They did not have the trial kit, thus the trial lead.

Manufacturer narrative:
Concomitant products: product ID neu_ens_stimulator, serial # unknown, product type external neurostimulator. (B)(4).